Event description:
The customer stated a cell-dyn emerald analyzer generated a falsely decreased hemoglobin result for one patient sample. The analyzer generated a hemoglobin result of 6.2 g/dl. The sample was repeated on a cell-dyn 1700 and a result of 8.0 g/dl was generated. The falsely decreased hemoglobin result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer stated a cell-dyn emerald analyzer generated a falsely decreased hemoglobin result for one patient sample. The customer technical advocate (cta) instructed the customer to set the autoclean to 10 clean interval cycles. The customer stated that straight bleach, not the prescribed diluted solution, was used to perform the bleach cleaning procedure. After performing all steps advised by the cta the customer reported the instrument was performing per specifications. Tracking and trending did not identify an adverse trend related to the customer's issue. Labeling was reviewed and found to adequately address sample suitability and cleaning procedures. Based on the event details and investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.